Event description:
The report received indicated that during angioplasty, the balloon of the 3.00x33mm cypher stent delivery system burst when it was inflated to 16 atm. As the balloon burst, the balloon deflated and was pulled back. Then a non-compliant balloon was used for post-dilation. There was no report of adverse events to the pt. The procedure was successfully completed.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. This device is distributed outside the us; however, it is similar to the cypher coronary sds/stents distributed in the us. Add'l info will be submitted within 30 days upon receipt.